Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 3fheg04b using blood sample, which gave a satisfactory performance. Additionally, the device history record was reviewed for the suspected contour next one meter with serial # (B)(6), and no manufacturing anomalies were found.

Event description:
The customer reporter that she obtained blood glucose readings of 328 mg/dl at 7:20 a.m. And 58 mg/dl at 7:21 a.m. With the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR # 1810909-2024-00048.